Manufacturer narrative:
The lot number for the device was provided. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the products were found to have met all specifications prior to shipment. The sample was returned for evaluation. One kink was observed at the strain relief. It is possible that the kink may have contributed to the reported deflation issues. However, it is unknown when or how the kink occured, as this was not reported by the user. There were no other abnormalities noted on the catheter shaft. There was no fiber disturbance observed along the length of the balloon. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. Water was observed exiting from a pinhole on the barrel of the balloon, which was likely the result of the percutaneous needle stick used to deflate the balloon. As a result of the pinhole, further inflation/deflation testing could not be performed. The results of the investigation are inconclusive for deflation issues. A pinhole was observed on the barrel of the balloon upon inflation with water, which prevented adequate inflation and deflation testing from being performed. The root cause could not be determined based upon available information.

Event description:
It was reported that the pta balloon would not deflate after the first inflation in the subclavian vein. After several attempts were made to deflate the balloon by applying negative pressure with an endoflator, a 22 gauge needle was used to percutaneously puncture the balloon. The balloon catheter was then withdrawn through the 7f introducer sheath without further incident. Another pta balloon catheter was used to successfully complete the procedure. No report of injury to the patient.